Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a tortuous diagonal branch and anterior interventricular branch, with the intention of performing a kissing balloon technique. A 2.00mm x 12mm emerge balloon was used for treatment, but a balloon rupture occurred. While passing the balloon through the tortuous coronary artery, a rupture of the distal portion occurred. The procedure was completed and no patient complications resulted in relation to this event.